Manufacturer narrative:
Bayer product analysis received and examined the suspect syringe. Visual examination confirmed the presence of an unknown particulate within the fluid path. Our investigation determined that the particle noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.23 complaints per million (cpm).

Event description:
The customer reported the following: a foreign material was observed in a stellant flex syringe. No injury or adverse event was reported.